Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported through patient outcome that the patient expired on (B)(6) 2019. The cause of death was not provided and privacy laws prohibited the account from providing further information regarding the event. Per patient outcome, it was reported that the pump was working as expected. The pump was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. Privacy laws prohibit the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation.